Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained of low heart rate and presented in clinic. The right ventricular lead exhibited loss of capture. A chest x-ray revealed dislodgement. During revision procedure the helix would not retract properly, the lead was explanted and replaced successfully.